Event description:
Per the clinic, the device was explanted on (B)(6) 2019 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced no sound and communication could not be established to the implant in software. Therefore, a malfunctioning implant is suspected. The device remains. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2019.